Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that beginning 2014-(B)(6), the ventricular sensing integrity counts up to 2,399; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing an alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to possible oversensing and increased short interval counts (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.